Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 429mg/dl. Customer¿s blood glucose level was 387 mg/dl. Customer had symptoms such as tired groggy. Customer was treated with syringes. There was no air bubble and leak. Customer did not allege for under delivering. Cannula was bent.the insulin pump will not be returned for analysis